Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n120334001, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was explanted due to an infection. The event occurred in (B)(6) 2014. The device system was previously used to deliver morphine. Additional information has been requested regarding details of the infection including the symptoms experienced, treatments that occurred and the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.